Event description:
Customer reported receiving no delivery alarms that caused her to have to change the infusion set on the second or third day of wearing. She also reported that she did not receive a bolus that she delivered but that it beeped like it had delivered. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.